Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms during the load process. Reportedly, the customer was unsure of the message being received during the alarm, or location in the pump history. Review of pump data by tandem technical support showed multiple, intermittent cartridge alarm 19's multiple attempts were made by tandem technical support to obtain additional information; however, no additional information regarding this event was provided. There was no reported impact to the customer's blood glucose level.